Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, pump won't run" alarm and air bubbles were noted. The residual volume was 78.9ml, and 21.5ml had been administered at a rate of 2.2ml/hr. There was no patient injury.